Event description:
Dr notified at end of operation that laparascope from co not sterile; chemical still in its container. Dr was told as soon as this was discovered. Pt had antibiotics pre-op. Indicator strip also had not turned white to represent sterility had taken process. MFR rep was notified & came in to examine the equipment. It is believed that the instruments were disinfected in the machine. Infection control involved in the follow-up.